Event description:
On (B)(6) 2012, rayner intraocular lenses limited received notification from (B)(6) of an event that occurred during use of a rayner intraocular lens. The event description provided indicates that the haptic broke during implantation.

Manufacturer narrative:
The ref (B)(4) has been allocated to this case by rayner intraocular lenses limited. The two variables thought to the cause of haptic breakage are user error (e.g. Haptics not adequately tucked into the grooves of the injector loading bay) and excessive use of ovd (opthalmic viscosurgical device). The healthcare facility advised the rayner sales specialist that the theatre staff had reported several cases of haptic breakage in a two month period. The rayner sales specialist will be providing add'l lens loading training to the surgeon and theatre staff to prevent the recurrence of the reported event. There is no evidence of a product defect or malfunction within the available info.